Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: there were multiple loss of prime warnings observed in the black box with low non zero force. There was no evidence of a load step malfunction found in the black box. The pump was exercised for 24 hours- the loss of prime was not duplicated. The force calibration was within specifications. The pump was opened and there was no evidence of physical damage on the force sensor pins. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6) .

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter stated that the pump was completing the rewind step and stopping on the load cartridge step after about 8 units, and was beeping and progressing to the prime step, and then was alarming after the prime step for ¿pump not primed¿. The issue reportedly occurred on two occasions. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.